Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of deflation as follows: warnings and precautions: deflated devices should be removed promptly. A patient whose deflated balloon has moved into the intestines must be monitored closely for an appropriate period of time to confirm its uneventful passage through the intestine. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Reported as: a patient with the orbera intragastric balloon had: "blue urine. In eda, it was noticed leaking from valve." The balloon was removed.

Manufacturer narrative:
Medwatch sent to the FDA on 10/11/2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown particles were observed on the outer surface of the device shell. Blue discoloration was observed on the outer surface of the device shell and valve hole. A fill test was performed and no blockage or resistance to flow was observed. A valve test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was observed. Under microscopic evaluation three striated openings were observed on the shell, consistent with device removal. One striated opening was observed on the outer surface of the valve. Four non-penetrating nicks were observed on the outer surface of the shell.